Event description:
A physician reported that during pre-phacoemulsification, trench and quadrant modes of cataract surgery an ophthalmic operating system did not exhibit ultrasound. Procedure details and patient impact have not been provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the pre-phacoemulsification trench and quadrant modes of a cataract surgery using a phacoemulsification system, no ultrasound was emitted as expected. Initially, the cause was unclear and no details regarding the patient impact were provided. Subsequent investigation revealed that a protective cover from a foreign cannula had become lodged under the footswitch pedal, preventing it from being fully depressed. This mechanical obstruction limited the activation of phacoemulsification power. Once the obstruction was removed, the system functioned normally. The product did not come into contact with the patient and no impact was reported.

Manufacturer narrative:
Correction information was provided in sections b5 and h11. The company representative was able to resolve the reported event remotely. Therefore, the system was not tested on site. The reported issue is attributed to foreign material getting lodged under the pedal of the footswitch. However, how or when the foreign material become lodged remains inconclusive. Based on the information obtained, the reported event cannot be conclusively determined. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the reported event cannot be conclusively determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and reported that the surgery was completed on the same day with no patient impact.

Manufacturer narrative:
The company representative was able to resolve the issue with the customer, remotely. Therefore, the system was not tested on-site. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).